Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to a low blood glucose level. He almost went into a diabetic coma on (B)(6) 2016. His blood glucose levels have been erratic. Customer's blood glucose level was over 600 mg/dl. The customer had a snack. His blood glucose level was not coming down using the insulin pump, therefore he manually injected. The customer was treated by the paramedics when he experienced a low blood glucose level of 30 mg/dl. He was hospitalized on (B)(6) 2016. The customer's blood glucose level was treated with an IV. The customer was sleeping when his blood glucose level dropped. The customer experienced hypoglycemia and caused him to have seizures for 5 hours. The customer was wearing the insulin pump at the time of hospitalization. The customer believed the insulin pump was over and under delivering. The displacement test passed. Customer was advised to discontinue use of the device and revert to a backup plan.